Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01236. It was reported, the patient was not receiving any pain relief from his scs system. Consequently, the patient decided to have his scs system explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.